Event description:
This was reported as a venotomy closure of the right common femoral vein with a proglide device using a 7f sheath after an a-fib ablation procedure. Reportedly, there was significant resistance while depressing the plunger. The plunger was then forcefully depressed and step 2 was able to be completed; however, a cuff miss occurred as the suture was not present when the plunger was removed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the plunger was then forcefully depressed. Per the instructions for use (IFU) do not use excessive force or repeatedly depress the plunger. Excessive force on the plunger during deployment could cause breakage of the device. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to plunger deployment issue and needle to cuff miss include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - against resistance.